Event description:
Litigation alleges that the patient suffered pain, injury to body and extremities and excessive levels of chromium and cobalt. **update** ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been received. There is no new information that would change the outcome of the investigation. **update** (B)(6) 2013 ¿ plaintiff fact sheet was received. The dor was updated. There is no new information that would change the outcome of the investigation. Dor: (B)(6) 2012. **update** - medical records received (B)(6) 2013. Revision operative report indicates the following: moderate corrosion; intra-articular joint filled with a fibrinous lytic material; substance within the opening of the head.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports of noise have been received, can be reasonably assumed implanted without this issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.